Event description:
I went from being healthy, and active to sick and extremely fatigued. Within a year I had 2 very large goiters on my thyroid resulting in removing the left side as well as the two goiters. Adrenal fatigue, hypothyroidism, hashimotos leading to partial thyroid removal, neck, back and shoulder pain on left side, lower back pain, heart palpitations, fibromyalgia. FDA safety report ID# (B)(4).